Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred with no identifiable blockage identified. Blood glucose ranged from 140-200 mg/dl. The occlusions were resolved by changing out the pump supplies and insulin delivery was resumed. As the occlusions had occurred in the past, troubleshooting to determine a possible cause could not be completed. Reportedly, apidra was used in the cartridge. Tandem technical support informed the customer that apidra was not labeled for use with the cartridge. The customer acknowledged the information.